Manufacturer narrative:
Section g2: health professional was selected as a report source. The event of ipg replacement due to ipg becoming inoperable was reported to abbott. The patient's surgery was canceled due to illness. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg was inoperable. Surgical intervention may be pending to address the issue.